Event description:
Customer reported via phone, the sensor was giving inaccurate reading and triggering the threshold suspend feature on the insulin pump. Customer blood glucose was 135 mg/dl during the call. Customer was advised sensor readings and meter reading will be close but rarely match due to how glucose travels in the body. Customer sensor reading was 65 mg/dl. Customer was advised how to and when to calibrated the sensor to ensure accurate readings. Customer is not returning the sensor for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.